Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Device was found to be in backup vvi reset mode. The device had triggered backup vvi due to code corruption while the device was at eri. Due to extremely poor telemetry, further troubleshooting could not be performed. Device replacement will be scheduled due to normal eri and unresolved backup status.